Event description:
It was reported prior to an rv lead replacement procedure, high capture threshold and oversensing of far p waves were observed on the atrial lead. As a result, the physician capped and replaced the atrial lead on (B)(6) 2017. Patient was stable after the procedure. Related manufacturer report number: 2938836-2017-24503.